Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombus occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter, target lesion length and percent stenosis were not provided. Direct stenting was not attempted. A 2.25x16mm liberte stent was implanted. A non-bsc balloon was used. An additional procedure was performed at the target lesion site of "rio aspiration" to treat a thrombus. The procedure was technically successful. No discharge information is provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.